Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left circumflex coronary artery that was mildly tortuous and mildly calcified. Pre-dilatation was performed with a non-specified 1.5 x 8 mm balloon dilatation catheter at 12 and 14 atmospheres and a xience prime 3.0 x 28 mm stent was deployed at the lesion site. An nc trek rx 3.0 x 12 mm balloon dilatation catheter was used for post-dilatation but it did not inflate at the targeted site. Another nc trek was used for post dilatation and to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported inflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received states the balloon was able to be inflated but only partially.